Event description:
At the beginning of surgical procedure, tri-polar cutting forceps attached to electrocautery unit and is operated by a foot switch. Tri-polar activated without the foot switch being pressed 3 times. Both components removed from service.